Manufacturer narrative:
The insulin pump had cracked reservoir tube lip, broken battery tube threads, scratched display window, cracked reservoir window, and cracked case near display window corners, as noted during visual inspection. Analysis unable to prime during prime alarm test due to moisture damage noted in force sensor resistor. The insulin pump passed basic occlusion and displacement tests. No motor error alarms noted. Analysis unable to confirm excessive no delivery alarms due to prime anomaly. Light corrosion was also noted on motor home switch with dried insulin on motor slide. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm and no delivery alarm. The blood glucose at the time of the incident was 250 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.